Event description:
As reported, the patient presented with a basilar tip wide-neck bifurcation aneurysm (wnba). According to the physician, an initial attempt was made to treat the aneurysm using an eclips device as part of an eclips study; however, the attempt was unsuccessful because the aneurysm neck was too wide. The physician subsequently elected to deploy an lvis evo and a web device. The web device required two deployment attempts before satisfactory positioning was achieved. Post-procedure imaging demonstrated small thrombi associated with the stent, and the patient was started on dual antiplatelet therapy (dapt). On post-operative day (pod) 7, the patient presented to the emergency department with an nihss score of 3. Imaging demonstrated that the lvis evo stent remained patent and perfusion was good. The following day, however, the patient experienced a sudden onset of stroke symptoms. Repeat imaging demonstrated occlusion of the lvis evo stent. A thrombectomy was performed using a sofia 5f aspiration catheter to remove the thrombus from the stent. Balloon angioplasty was subsequently performed using a scepter mini balloon catheter. Following the procedure, the patient was treated with integrilin for 24 hours. The patient's current condition is cerebral infarction (cc54). Additional information indicated, the case was elective wnba after failed e-clips; web + lvis evo and lvis occlusion on pod 7; required thrombectomy; gcs 4 (recent case) complex anatomy + dapt-related; not a web device failure. The thrombus was identified right after the procedure, then 3-days later. The patient was placed on aspirin and ticagrelor prior to the procedure. There is no additional treatment planned to treat the cerebral infarction. The patient is palliative.

Manufacturer narrative:
The device remains within the patient. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.